Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the pump alarmed for a replace battery; when the battery was removed it was found to be very warm to the touch. The reporter stated that the battery was replaced but within a couple hours the pump alarmed for a replace battery. This report is made based on the allegation that the battery in the pump became hot to the touch.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the battery was not returned with the pump. The battery compartment and caps are intact with no damage or moisture ingress. Pump powered on normally and was exercised for three hours no overheating was duplicated. Pump electrical current draws were tested and found to be above specifications resulting a short battery life defect. The pump cover was removed to inspect for internal moisture ingress, none was found. Power flex and power circuit were tested for intermitting conditions, no defects were found. There was no defect found.